Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that due to a non-specific malfunction, the patient allegedly sustained fatal bodily injuries and developed medical conditions which ultimately resulted in the patient's death. There is no known allegation from a healthcare professional that the death was related to the device. No further information is available at this time.